Event description:
It was reported that two ems personnel were transporting an elderly patient from the ambulance to the hospital. While pushing the cot, the wheels of the cot traveled into a hole/ditch which caused the cot to tip over with the patient on it. It was reported that the patient received a concussion caused by the fall and later the patient expired.